Event description:
It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead exhibited loss of capture (loc) and high rv pacing thresholds were observed. An alert was detected for right ventricular automatic threshold (rvat) test, indicating thresholds higher than expected or a suspension. The patient had a pre-syncopal episode. Further evaluation was recommended. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead exhibited loss of capture (loc) and high rv pacing thresholds were observed. An alert was detected for right ventricular automatic threshold (rvat) test, indicating thresholds higher than expected or a suspension. The patient had a pre-syncopal episode. Further evaluation was recommended. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received, the non-boston scientific rv lead was surgically abandoned and replaced, there were no issues found related to this pacemaker. No additional adverse patient effects were reported. This pacemaker remains in service.